Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. No unexpected prime/fill anomaly noted. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. Pump passed the dat test at 0.08840 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump keeps squirting out insulin without the piston making contact with the reservoir, during set change. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The issue has been occurring for the last 45 minutes before the call. Troubleshooting did not resolve the issue. The customer states they do not feel safe using the pump. The insulin pump will be returned for analysis.